Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during set up / inspection for use and after a diagnostic procedure, the colonovideoscope tested positive for 110 colony forming units (cfus) of aerobic mesophilic bacteria. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h2, h3, h4, h6. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2026, sampling from: air/water channel, auxiliary channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 6cfu, bacterial identification: cytobacillus sp, sutcliffiella ap. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: 2cfu, bacterial identification: bacillus species. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was evaluated where additional potential adverse event were confirmed where foreign material was found in the following device components: air/water cylinder and air/water tube. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing, however a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.